Event description:
Reportedly, after firing, the instrument could not be removed from the anastomosis. The surgeon tried to remove the device by force and the tissue tore. The staples formed properly but the tissue was not cut completely. Another instrument was used and another anastomosis was performed. Procedure: roux-en-y.